Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: symmetry issue. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 46-year-old hispanic female who underwent a breast augmentation revision with a mentor memorygel breast implant ,700cc experienced right-sided rupture, and bilateral lateral slip of capsules post procedure. The MRI and ultrasound examinations confirmed the rupture. As a result, the patient underwent bilateral replacements as follow: l /3505504bc sn (B)(6), r /3505504bc sn (B)(6), bilateral breast capsulotomy to allow best chevage shape, and bilateral capsulorraphy with lateral, and inferior tightening on (B)(6) 2023. This report relates to the left side.

Manufacturer narrative:
Device evaluation completed on may 24 , 2023: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 700cc returned device. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).